Manufacturer narrative:
(B)(4). The customer returned an arterial catheter kit for analysis. Signs of use in the form of biological material were observed on both the catheter and the guidewire. Visual analysis of the catheter revealed damage to both the distal and proximal ends of the catheter body. The proximal end near the hub junction appeared twisted and kinked. The distal tip was compressed and folded outward. Visual analysis of the guidewire revealed that it was separated, and the missing portion , including one of the welds, was not returned. No evidence of unraveling of the coil wire was observed. Three bends were also noted in the guidewire body. Microscopic examination confirmed the observed damage. The remaining weld appeared full and spherical. Visual inspection of the separated portion of the guidewire to evaluate the nature of the separation could not be performed as it was not returned. The bends on the guidewire measured 100mm, 215mm, and 260mm from the intact end. The core wire length from one weld to the separation measured 294mm, which is not within the specification limits of 345mm - 355mm per the guidewire product drawing. This indicates that the portion of the missing separated core wire was approximately 51mm - 61mm. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. The kink in the catheter body was measured 3mm from the juncture hub. The full length of the returned catheter measured 54mm, which is within the specification limits of 52mm - 56mm per the catheter product drawing. The outer diameter of the catheter body extrusion measured 1.05mm, which is within the specification limits of 1.04mm - 1.09mm per the catheter extrusion product drawing. The inner diameter of the catheter tip could not be accurately measured due to the damage. The returned catheter and guidewire were functionally tested in accordance with the instructions for use (IFU) provided with the kit. The IFU states: "thread tip of catheter over spring-wire guide. Caution: allow sufficient guide wire length to remain exposed at hub end of catheter to maintain firm grip on guide wire." The catheter was threaded over the undamaged end of the returned guidewire. Resistance was encountered in the area of twisting and kinking in the guidewire body. However, the guidewire was able to pass through the catheter with the application of force. Additionally, a laboratory inventory guidewire with an outer diameter of 0.50mm, the same size as the one provided in this kit, was used for testing. Resistance was again encountered at the same region of kinking/twisting within the catheter body. During testing, dried biological material was observed flaking from the catheter lumen. A manual tug test confirmed that the intact weld was secure to the coil and core wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The IFU also states , "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of a guidewire separation was confirmed through investigation of the returned sample. Visual analysis revealed that the guidewire was separated and that the catheter was deformed and kinked. The guidewire core wire was separated at the mid-section of the body. The guidewire and catheter met all relevant dimensional requirements during investigation testing. Complete visual, dimensional, and functional testing could not be performed on the entire guidewire associated with this complaint, as a portion of the device was not returned. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds, which exceeds the bs en iso 11070:2014 requirement of 1.1 pounds for this wire size. The selected insertion site and patient anatomy may present a tortuous path, which could contribute to guidewire kinking. Guidewire breakage may occur if forces exceeding the design specification are applied during insertion or removal. Based on the available information, the observed damage is consistent with the application of excessive force during insertion and/or removal; however, due to the absence of the complete guidewire for analysis, a definitive root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the trocar was inserted, and the guide was then inserted without any scratching. The catheter was then easily inserted up to the guard. During the guide removal, a resistance was felt. It was impossible to remove the guide completely. No force was applied. The catheter was then removed to ensure it was not defective. During removal a tension was observed at the catheter hub, like if there was a spring-like effect. A catheter sac-00520-pbx from another box was then used, but the guide removal problem occurred again. The catheter was removed (the same spring-like effect was observed on this second catheter as well). It was impossible to remove the guide from the artery, there was the same resistance. Pressure was then applied to remove it, but it came out cut with a piece still in the artery. Fortunately, a small piece remained outside, and thanks to an incision, the guide was fully removed. The part of the guide was bent when removed out. A third catheter was then used 1 cm higher with success during insertion. There were no consequences for the patient other than the extended insertion time, blood loss, and significant stress for the team." The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00064 and 3006425876-2026-00036.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the trocar was inserted, and the guide was then inserted without any scratching. The catheter was then easily inserted up to the guard. During the guide removal, a resistance was felt. It was impossible to remove the guide completely. No force was applied. The catheter was then removed to ensure it was not defective. During removal a tension was observed at the catheter hub, like if there was a spring-like effect. A catheter sac-00520-pbx from another box was then used, but the guide removal problem occurred again. The catheter was removed (the same spring-like effect was observed on this second catheter as well). It was impossible to remove the guide from the artery, there was the same resistance. Pressure was then applied to remove it, but it came out cut with a piece still in the artery. Fortunately, a small piece remained outside, and thanks to an incision, the guide was fully removed. The part of the guide was bent when removed out. A third catheter was then used 1 cm higher with success during insertion. There were no consequences for the patient other than the extended insertion time, blood loss, and significant stress for the team." The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2026-00064.